Manufacturer narrative:
(B)(4). On (B)(6) 2013, the patient experienced the event of unstable angina 926 days following the index procedure. The event was reported with the serious criteria of initial or prolonged hospitalization. The patient presented with complaints of chest pain and shortness of breath. The patients cardiolite stress test revealed moderate risk of ischemia. On (B)(6) 2013, the patients cardiac enzymes revealed that ck-mb was 4.9ng/ml (reference range 0.0 4.9ng/ml). On (B)(6) 2013, the patients labs revealed that troponin I was 0.01ng/ml (reference range 0.00 0.04ng/ml). The patient underwent a cardiac catheterization which revealed multi-vessel obstructive coronary artery disease. The patient underwent transluminal coronary angioplasty and drug eluting stents placed in two areas of the saphenous vein graft to the obtuse marginal. On (B)(6) 2013, the patients electrocardiogram revealed sinus rhythm. The site reported that the patient was discharged home in a good condition. The outcome of the event is recovered or resolved. No additional information was provided. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Event description:
It was reported that on (B)(6) 2010, due to acute coronary syndrome, the patient underwent the index procedure with the deployment of one drug eluting stent to the first obtuse marginal artery. Post procedure residual stenosis was 0 % with timi 3 flow. On (B)(6) 2010, the subject received a peri-procedural loading dose of the thienopyridine medication prasugrel dose 60.0 mg. On (B)(6) 2010, at the start of the study the subject received the study medication maintenance dose of prasugrel dose 10.0 mg. On an unknown date in 325.0 mg, the subject was started on aspirin dose 325.0 mg. On (B)(6) 2010, the subject was discharged from the index hospitalization. On (B)(6) 2011, the subject was randomized to prasugrel or placebo and was administered the first dose on (B)(6) 2011.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effects of angina, dyspnea, and stenosis/restenosis are listed in the promus everolimus eluting coronary stent system instructions for use as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency.